Manufacturer narrative:
All available information indicates that the device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) detected impedances greater than 2000 ohms on this defibrillation lead. As a result the physician surgically abandoned the rate/sense portion of this lead. The lead remains in-service for shock therapy. Another lead was successfully implanted for the rate/sense function. No adverse patient effects were reported.